Event description:
It was reported that five days after the implant of an implantable cardioverter defibrillator system the patient presented to the clinic due to a hematoma at the pocket. It was also noted that the lead impedance was high on the superior vena cava (svc) coil. The physician decided to turn off the svc coil of the lead and suspected a connection issue. It was reported approximately a month later that the patient had died and the cause of death was requested and not received. Review of the device interrogation indicated a dying hard with a possibility of atrial tachycardia and atrial fibrillation due to decreased blood circulation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on (B)(4) 2014. Of note, the reportable malfunction (high lead impedance) is normally submitted via a bimonthly medwatch report submission that would have been submitted on 2014-08-10. Information was subsequently received on (B)(4) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product ID: 694765 implanted: (B)(6) 2014; product ID: 419588 implanted: (B)(6) 2014. (B)(4).